Event description:
During preparation for a medical procedure using a velocity delivery microcatheter, it was noted bent upon removal of the carriage tube.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the velocity microcatheter was kinked approximately 36.0 and 40.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the velocity microcatheter came out bent from the packaging tube. Evaluation of the returned device confirmed kinks in the distal shaft of the catheter. It is if the product not properly removed from the packaging, it is like that damage will occur. Although the catheter could be reinserted into the packaging hoop, there was resistance in the kinked areas. In addition, these devices are 100% visually inspected for damage during packaging and this damage would have been detected during packaging if were to have been present. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.